Event description:
It was reported that the patient with this pacemaker went to the emergency room (ER) after experiencing asystole coinciding with arm movements. Attempts to interrogate the pacemaker were unsuccessful. It was suspected that this device exhibited premature battery depletion (pbd) and had entered into safety mode. Since the patient was pacemaker-dependent, the movement of his arm likely generated myopotentials that inhibited the device's stimulation by oversensing. Subsequently, this pacemaker was explanted and replaced with a new one. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the patient with this pacemaker went to the emergency room (ER) after experiencing asystole coinciding with arm movements. Attempts to interrogate the pacemaker were unsuccessful. It was suspected that this device exhibited premature battery depletion (pbd) and had entered into safety mode. Since the patient was pacemaker-dependent, the movement of his arm likely generated myopotentials that inhibited the device's stimulation by oversensing. Subsequently, this pacemaker was explanted and replaced with a new one. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.